Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure as a replacement lens, the patient experienced an asc opacity. Reportedly, "asc not expected to resolve, just trying to limit progression". The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11: manufacturer narrative: anterior subcapsular opacities is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).